Event description:
It was reported that the user experienced a hypoglycemic event after announcing and eating a meal while using the ilet system, with a lowest reported blood glucose of 50 mg/dl and correction achieved with oral carbohydrates. Symptoms included dizziness and sweating. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction or component issue identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.